Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope acoustic lens is broken and had damage of ultrasonic probe there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage of ultrasonic probe, the displayed ultrasound image is defective with missing elements¿ occurred. We could not identify the cause of due to damage of ultrasonic probe, the displayed ultrasound image is defective with missing elements. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.